Event description:
The doctor noticed a haptic was missing after the lens was implanted in the patient's eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00044 for the intraocular lens used with the delivery device.